Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified superficial femoral artery. The vessel was prepared with a non-abbott at 14 atmospheres. The 6.0x40mm absolute pro self-expanding stent system partially deployed about the first millimeter as the thumbwheel was noted to be very difficult to turn. The delivery system was removed under fluoroscopy with the stent. There were no adverse patient effects reported and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the distal shaft was bent in the moderately tortuous and moderately calcified anatomy and/or interaction with other devices resulted in preventing the shaft lumens from moving freely resulting in the reported mechanical jam, and thus resulting on the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.